Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and lead noise was observed. The noise was reproducible with arm movements. Upon visual inspection of the right ventricular (rv) lead, an insulation breach near where the rv lead rested against the pacemaker generator was noted. The rv lead was capped and replaced with a competitor rv lead on (B)(6) 2020. There were no adverse health consequences to the patient.